Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the smoke and burning odor. The customer replaced the heat torch and verified the cuvette movement and system, which was acceptable. A siemens headquarter support center (hsc) specialist reviewed the event and concluded that the cause of smoke emitted from the heat torch is related to input output communication (ioc) communication error. On the day of event an ioc communication error occurred. The ioc error could cause the computer to lock up, which can cause the heat torch to overheat. The problem was resolved by the customer following normal maintenance instructions in the operator's guide for replacing the heat torch. This is a ul listed analyzer. The cause of the smoke and burning odor is due to the overheating of the cuvette heat torch caused by ioc communications error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Smoke and burning odor were emitted from a dimension rxl max with hm instrument. There are no reports of patient intervention or adverse events due the smoke.